Event description:
It was reported that during a hip procedure using a 1.8mm q-fix soft suture anchor, the anchor did not initially deploy properly. The surgeon felt it was necessary to drill a new bone hole in order to complete the procedure. The procedure was then completed using a back up device, without any significant delay or pt complications.